Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited scope communication error (e216). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. However, a definitive root cause could not be determined. The instructions for use (IFU) states that ltf-s190-5/10 operation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system" describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.